Manufacturer narrative:
The affected device was analyzed by draeger service on-site. During a full functional test according to factory specification no deviation could be detected and the device was fully functional. Analysis of the log entries revealed that the device performed two reboots of the ventilation unit on (B)(6) 2018 at 5:27 pm and 5:32 pm and continued to ventilate with the previous settings after each reboot. The root cause was identified to be a temporary time-out in the software task processing. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient to allow for spontaneous breathing and the cockpit generates a visual and audible alarm. After the reboot the therapy continuous with the set parameters, and the device alarms accordingly. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the unit shut down while on a patient. There was no injury to the patient.